Manufacturer narrative:
Zimmer biomet complaint (B)(4). Patient weight is not provided / unknown. Additional 510(k) number is k101880. A summary investigation has been completed for infection events identifying that a definitive root cause cannot be identified due to the wide range of external (non-design/ non-manufacturing related) factors potentially impacting the sterility of the implant and its environment. Should additional information be received which indicates that the device may have caused or contributed to the infection event, an additional report will be submitted. Summary investigation.

Event description:
Doctor reported that the tsvtwb10 implant at tooth site # 19 developed infection and was removed. Patient has had pain since the crown was placed and an abscess is reported. Bone graft was placed with collagen membrane.